Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the bending section cover and connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the foreign material in the bending section cover and connecting tube, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.